Event description:
(B)(4). It was reported that post a coronary artery stenting treatment procedure the patient experienced a myocardial infarction (mi). The 100% stenosed target lesion was located in the left anterior descending (lad) artery. The reference vessel diameter was 3.5mm and the lesion length was 20mm. Direct stenting was not attempted. A 3.5x20mm liberte stent was implanted. Residual stenosis was 0%. The procedure was technically successful. One day post index procedure, the patient experienced a target vessel related mi. A rise in cardiac markers was observed. No ECG changes were appreciated. The location of the mi was the anterior wall. At the time of the event no anticoagulation or aspirin was being administered. The patient was discharged ten days after the index procedure without angina or silent ischemia. The discharge medications were asa 100mg daily (indefinitely) and clopidogrel 75mg for 12 months.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4). Device not returned for analysis.